Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a suspected pump thrombus after multiple days of low flow alarms. The patient was placed on impella 5.5 and had a heartmate ii to heartmate exchange on (B)(6) 2024.

Manufacturer narrative:
Section b1: corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported low flow events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 24jul2024, heartmate ii lvas, serial number: (B)(6), was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump power, flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.